Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 39 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include sweating and feeling hot and cold. The patient reports the paramedics were called. Upon arrival of the paramedics the patient was treated with oral glucose gel. The patient reports their blood glucose level was 77 mg/dl at the beginning of this call and at the end their blood glucose level was 113 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.